Manufacturer narrative:
Additional patient information: diagnosis- ventricular fibrillation arrest

Event description:
It was reported that in the cicu, the primary line of IV fluids had air from the bag down; almost down to the patient. This was noted when the caregiver went into the room to change the bag for the secondary infusion, which was potassium. The device did not alarm, and the primary infusion was at a rate of 20ml/hour. The line was traced, and the primary tubing was found to be kinked/completely pinched off in multiple places above the pump module. The fluid was room temperature, and there was no patient harm. The line was disconnected from the patient, the tubing was unkinked, and the lines were re-primed. The fluid then flowed appropriately.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that in the cicu, the primary line of IV fluids had air from the bag down; almost down to the patient. This was noted when the caregiver went into the room to change the bag for the secondary infusion, which was potassium. The device did not alarm, and the primary infusion was at a rate of 20ml/hour. The line was traced, and the primary tubing was found to be kinked/completely pinched off in multiple places above the pump module. The line was disconnected from the patient, the tubing was unkinked, and the lines were re-primed. The fluid then flowed appropriately.

Event description:
It was reported that in the cicu, the primary line of IV fluids had air from the bag down; almost down to the patient. This was noted when the caregiver went into the room to change the bag for the secondary infusion, which was potassium. The device did not alarm, and the primary infusion was at a rate of 20ml/hour. The line was traced, and the primary tubing was found to be kinked/completely pinched off in multiple places above the pump module. The fluid was room temperature, and there was no patient harm. The line was disconnected from the patient, the tubing was unkinked, and the lines were re-primed. The fluid then flowed appropriately.

Manufacturer narrative:
The customer¿s concerns that air was visible within the IV tubing was confirmed during the examination of the picture that was provided; however, the pump module not alarming for an air-in-line could not be confirmed. The customer did not return the devices for investigation.